Event description:
According to the literature, a retrospective study included 223 cases of total laparoscopic hysterectomy for benign or malignant indications between 2017 and 2022. The study aimed to compare the outcomes of vaginal cuff closure using an endo stitch suturing device needle versus a conventional needle. In the group using conventional needles, v-loc or a competitor barbed suture was used. The endo stitch needle group utilized v-loc with an endo stitch needle. In the conventional needle group, v-loc suture was used in 17 of the 20 cases which experienced vaginal cuff complications including cuff dehiscence, bleeding, and pelvic abscess/fluid collection. Interventions included blood transfusions, antibiotics, drainage, rehospitalization, and reoperation.

Manufacturer narrative:
Vaginal cuff complications after closure with an endoscopic device versus conventional suturing. Nicole brzozowski, lily deng, anya laibangyang, skylar gill, mounikasai talari, bradley nolan, dorothy b wakefield, david doo, linus chuang. Jsls. 2024 oct-dec;28(4): e2024.00035. Doi: 10.4293/jsls.2024.00035. Epub 2025 jan 17. Pmid: 39831274; pmcid: pmc11741201. D10 concomitant products: unk-vlocesab, unknown vloc endo stitch reload abs, (lot # unknown); unknown estitch, unknown endo stitch instrument, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.